Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there is no power and there is moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: reboots were observed in the black box download. No damage was found to the battery cap. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. Corrosion was observed in the battery compartment. The pump leaked at the battery compartment due to the battery compartment crack.